Event description:
The device was later returned for analysis.

Event description:
Boston scientific crm received information that the latitude system detected a red alert from this implantable cardioverter defibrillator (ICD) due to a high right ventricular (rv) pacing impedance measurement of 1600-1800 ohms, exhibited by a non-boston scientific rv lead. There was also noise noted on the rv channel; however, no pacing inhibition was noted. A lead revision was performed, during which both the lead and device were electively explanted. To date, there have been no reported adverse patient effects related to this clinical observation.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. Laboratory testing was unable to reproduce the reported clinical observations of high impedances and noise.

Event description:
--